Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge on an ilet system leaked at the plunger, resulting in loss of insulin delivery and sustained hyperglycemia, with bed and supplies observed wet with insulin and no visible physical damage to the cartridge, connector, or tubing. Symptoms included elevated blood glucose up to 398 mg/dl over about eight hours without associated acute clinical effects and negative ketones. Outcomes included elevated glucose readings without medical intervention, hospital care, or use of backup insulin therapy. Investigation included user troubleshooting and education and verification that no device alerts or alarms occurred. Investigation of this case revealed insulin leakage from the cartridge plunger as the apparent source of delivery failure. It was concluded that the event involved a leaking cartridge that led to under-delivery of insulin and resultant hyperglycemia, with the user replacing supplies and monitoring glucose thereafter. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.